Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a loose connection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The patient reported that the connection had been difficult to make, but the cause of the difficulty could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell two. The patient was connected at the time of the alarm. During troubleshooting, the patient stated the supply line had disconnected from the bag. The patient stated the connection between the bag that had disconnected and the line had seemed difficult to make, almost like the supplies didn¿t fit together; however, they did not notice any damage to the cassette or bag. The renal therapy service agent advised the patient to end therapy and to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.